Event description:
The micro sagittal saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion build up throughout the internal components of the device was identified as the probable cause of the overheating reported.